Event description:
Event description guidant received information that the patient went in for their one-month follow-up. The physician beleived he found the device to be off, yet the programmer indicated it was in monitor + therapy mode.

Manufacturer narrative:
It was concluded that if some interference with telemetry triggers an 'out-of-range' window that is cancelled or closed, this could result in the ICD being in off mode. The ICD was programmed back to monitor + therapy mode and normal device function was confirmed. Additional information was received that this device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific (formerly guidant) received information that the patient went in for their one-month follow-up. The physician believed he found the device to be off, yet the programmer indicated it was in monitor + therapy mode.